Event description:
It was reported that pump touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, and technical support was unable to obtain additional information and took no further action beyond documenting issue.